Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited a high shock impedance of greater than 400 ohms while in primary vector. Technical services (ts) recommended evaluating the electrode and obtaining x rays. This electrode remains in service. No adverse patient effects were reported.